Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2018 the patient tripped at home in her garden and she fell down on a "giant tree root". The patient said she landed on her pump. The patient developed a unhealing blister over the pump site that was a result of her fall. The patient did not have any other symptoms but it was decided to do a dye study and roller study. The patient reported no problems were found in either study. However, when the site did not heal where the blister was, the surgeon decided to revise the pocket. Surgical intervention for a pocket revision occurred due to unhealing wound. The issue was resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump pocket was fully healed prior to the patient's fall. The intervention taken to treat the un-healing would after the fall was surgical revision of the incision, and no other interventions were taken. There were no other contributing factors to the un-healing would, and that it was a result of the fall. The patient had the pump for too long for there to be any contribution from the pump. The pump had been working as expected.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.